Manufacturer narrative:
(B)(4). Medical products: modular cemented tibial baseplate catalog # 642000230 lot # 64812687. Articular surface ultracongruent catalog # 00542801309 lot # 64348298. All poly patella catalog # 00542000803 lot # 64825658. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Multiple MDR reports were filled for this event: 0001822565-2021-01827, 0001822565-2021-01828.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient had a manipulation under anesthesia due to stiffness and decreased range of motion. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.